Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer had experienced needle breaks with pen ndl 31g 8mm 100ct intl roche during injection. The following was reported: "we have a customer who bought 3 boxes of accu fine needles 8mm. He opened one box and has experienced that several needles have broken during insulin injections. He is worried that the needles might have gone under the skin. Lot 7291958, exp. Date 10-2022." Contacted customer for more information: use only 8mm/0.25mm needles to inject insulin 4 times a day: left tight, right side of abdomen, right tight and left side of abdomen (repetitively for the last 16 years) use 8mm/0.25mm needles due to high amount of insulin injected. Opened one box and used approximately 50 needles from which 5 needles have broken during insulin injections (4 in abdomen and one in thighs) and one needle stay under the skin in abdomen and need to be removed by customer using tweezers (no injury occurred). Customer noticed broken needles after insulin injections all 5 broken needles have been discarded by customer affiliate actions taken material requested for investigation but customer disposed the used material."

Event description:
It was reported that the consumer had experienced needle breaks with pen ndl 31g 8mm 100ct intl roche during injection. The following was reported, "we have a customer who bought 3 boxes of accu fine needles 8mm. He opened one box and has experienced that several needles have broken during insulin injections. He is worried that the needles might have gone under the skin. Lot 7291958, exp. Date 10-2022." Contacted customer for more information: use only 8mm/0.25mm needles to inject insulin 4 times a day : left tight, right side of abdomen, right tight and left side of abdomen (repetitively for the last 16 years). Use 8mm/0.25mm needles due to high amount of insulin injected opened one box and used approximately 50 needles from which 5 needles have broken during insulin injections (4 in abdomen and one in thighs) and one needle stay under the skin in abdomen and need to be removed by customer using tweezers (no injury occurred). Customer noticed broken needles after insulin injections all 5 broken needles have been discarded by customer affiliate actions taken material requested for investigation but customer disposed the used material."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Investigation summary: one opened and two hundred and fifty one sealed 31g x 8mm pen needle samples were returned from lot. No. 7291958, cat. No. 320654. Visual examination was carried out on the opened sample and on all two hundred and fifty sealed samples and no issues were observed. Visual examination was carried out on the opened sample and on all two hundred and fifty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the consumer had experienced needle breaks with pen ndl 31g 8mm 100ct intl roche during injection. The following was reported, "we have a customer who bought 3 boxes of accu fine needles 8mm. He opened one box and has experienced that several needles have broken during insulin injections. He is worried that the needles might have gone under the skin. Lot 7291958, exp. Date 10-2022." Contacted customer for more information: use only 8mm/0.25mm needles to inject insulin 4 times a day : left tight, right side of abdomen, right tight and left side of abdomen (repetitively for the last 16 years). Use 8mm/0.25mm needles due to high amount of insulin injected opened one box and used approximately 50 needles from which 5 needles have broken during insulin injections (4 in abdomen and one in thighs) and one needle stay under the skin in abdomen and need to be removed by customer using tweezers (no injury occurred). Customer noticed broken needles after insulin injections all 5 broken needles have been discarded by customer affiliate actions taken material requested for investigation but customer disposed the used material."